Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was taken to the hospital for hypoglycemia. The patient's wife noticed the customer shaking in his sleep and he was unconscious. The patient's wife called the paramedics "around" 12:30 a.m. The paramedics arrived at 12:40 a.m. And they tested the patient's blood glucose level using his aviva meter. The blood glucose result was 87 mg/dl at 12:41 a.m. The blood glucose result from the paramedic's meter before arriving to the hospital was 47 mg/dl at 1:00 a.m. The paramedics treated the patient with glucose gel. The patient was in the emergency room for 2 hours. Return of the suspect device was requested for evaluation.